Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow up the atrial lead exhibited noise and high impedance. The lead was programmed off. The patient was fine.